Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was showing data synchronization screen. A field service engineer performed data sync, network change and rebooted to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station was showing offline. Customer stated that unable to login due to frozen screen. There were no adverse events or injuries reported based on this event.